Event description:
(B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. Further, this issue occurred with two infusion sets on (B)(6) 2021. Therefore, his blood glucose level was 180 mg/dl for the events which occurred on (B)(6) 2021, while his blood glucose level was 200 mg/dl for the event that occurred on (B)(6) 2021. The infusion set had been used for three days for the event which occurred on (B)(6) 2021 and for less than one day for the events that occurred on (B)(6) 2021, respectively. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.